Event description:
It was reported that during a case in the left common carotid artery the stent jumped during deployment and the pt experienced a stroke. The stent was deployed in an unintented site and an additional rx acculink was deployed in the lesion.